Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unit never received at service center for repair or evaluation. DHR could not be performed since the complaint product was produced prior to closure of the future medical systems (fms) facility in nice, france. Reporters telephone number (B)(6). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during an unknown procedure, the pump encountered some intermittent fault. The pump was working intermittently. The procedure could be completed with the same pump. No harm to the patient.